Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced hypoglycemic events while on the pump. The reporter stated that the patient had blood glucose of less than 20 mg/dl and was hospitalized. The reporter was unable to provide any additional details about the event at the time of the call. This complaint is being reported based on the allegation that the patient was hospitalized with hypoglycemia and the pump could not be ruled out as a contributing factor.